Event description:
It was reported that the helix would not retract. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; distal segment returned for analysis. Helix extension and retraction could not be tested due to the explant damage. Analysis revealed the proximal conductor was distorted, several conductors were stretched, the outer insulation torn and the helix was distorted/bent. Blood was present in /on the helix mechanism.